Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 300 mg/dl on (B)(6) 2015 around 3pm to 3:30pm. The customer stated that the paramedics were called because they were in a state of diabetic ketoacidosis. The customer was treated for the high blood glucose with insulin drip and fluids. The customer was wearing the insulin pump during the emergency. The customer mentioned that they were hospitalized for the same issue in (B)(6). The customer was assisted with trouble shooting and their insulin pump passed the self-test. The customer did not return their device for analysis.